Event description:
It was reported that pump displayed malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred.